Event description:
On november 24th, 2025, it was reported by the user site that during a selenia dimensions mammography systems, 3d patient exam, the c-arm dropped down each time after the user elevated the c-arm. The user site reported that the c-arm then froze at a 40 -degree angle, and that the c-arm was now at its lowest height. The user site also reported that the right foot switch was not working. No patient or user injury reported. A hologic field service engineer (fse) was dispatched to investigate the device and performed troubleshooting for the defective left foot switch. The fse reported that the system was working optimally after the customer initiated a system reboot. The fse replaced the defective left foot switch with a new switch and verified that the replacement left foot switch corrected the reported problem by pressing each switch buttons on both foot switches. The fse reported that the system is now operating according to manufacturer specifications. No further information is currently available.